Manufacturer narrative:
A steris service technician inspected the washer and found it to be operating properly; no issues were noted. The steris service technician was made aware by facility personnel that the employee subject of the reported event was loading the washer with trays that are too big for the washer. The trays were extending out too far and obstructing the doorway. The employee would close the door and then quickly push the instrument trays into the chamber as the door was coming down. During the time of the reported event the employee's hand made contact with the door during this sequence. The technician confirmed that the safety bar was operating properly with no issues. The technician ran a test cycle and confirmed the washer to be operating properly. No additional issues have been reported. The operator manual states (pp.1-1), "if an obstruction is present in the wash chamber door and door is unable to raise, do not attempt to remove obstruction from under the door. Door cables may have been slackened and door may close at high speed when obstruction is removed. Call a qualified service technician to safely remove obstruction." "Risk of pinch point between door and upper panel. Do not push on top portion of doors; do not push on door when door is rising; do not push on door when door is jammed." Steris performed in-service training on the proper use and operation of the washer.

Event description:
The user facility reported that the door on the washer came down and made contact with an employee's hand. The employee went to employee health and declined medical treatment. The employee sustained a bruise on their hand and missed time from work due to the reported event.